Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported capsular contracture baker grade ii/iii. Healthcare professional later reported possible rupture and a capsular contracture baker grade iii. And later "capsular contracture baker grade ii/iii" and "there is no confirmed rupture". Later healthcare professional reported "hole, non-specific" and "ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported possible rupture and a capsular contracture, baker grade iii. This record is for the left side. Device remains implanted.